Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4) implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the hcp was doing a routine catheter access port (cap) procedure on (B)(6) 2018 in preparation for a normal pump replacement that would not be scheduled until; (B)(6) 2019. The physician was unable to aspirate, took the needle out to try again, but did not get more than a couple drops. The hcp planned to do a spiral CT scan to check for patency. No symptoms were reported. No further issues were reported or anticipated.